Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level (501 mg/dl). The customer administered an insulin injection to treat the bg. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.